Event description:
It was reported that on (B)(6) 2010, while suturing the uterine incision after having made several throws with the suture, it was noted that the tip of the needle was not present. It was at that time the surgeon examined the needle. It was unclear as to whether the tip of the needle was present when they initially began suturing or if it had been broken off during the procedure. After searching the sterile field and the laps, the surgeon was unable to locate a tip, and while searching through the initial packaging, there was no tip noted. A plain film of the pelvis was obtained that did not show any fragment of needle. This was also read by the radiologist, and there was no needle tip noted. The pelvis was vigorously irrigated and cleared, but no evidence of the needle tip was found.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.